Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
In 2020 the user experienced a trauma which was confirmed by the father. Although re-implantation was needed the user was not re-implanted at that time due to financial reasons. The user was re-implanted on (B)(6) 2022.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
In 2020 the user experienced a trauma which was confirmed by the father. Although re-implantation was needed the user was not re-implanted at that time due to financial reasons. The user was re-implanted on (B)(6) 2022.